Event description:
The patient had the same gastrostomy tube in place for 14 weeks. During scheduled change of the gastrostomy tube, it was noted the reinforcing gromet was missing. The physician did follow-up and found no complications. The hospital has reported no patient injury occurred.